Event description:
It was reported by a pt, that post a coronary drug eluting stenting treatment procedure, where a taxus liberte stent was implanted, chills and swelling of the edges of the eyes occurred. The pt visited a doctor 2 months post the procedure and the doctor said nothing. However, the patient worries that those issues could be side affects of the stent. The relationship of the chills and swelling to the taxus liberte stent is unknown.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.